Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure they had a problem with the device. The clips were crossing over when they were stapling. They were able to complete the case with the same device. There was no adverse impact to the patient reported. The device will not be returned.